Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps (B)(6) reported accuracy issues during surgery. Tka: surgeon reported femur notching. Resolution: call was for accuracy issue during case, arm accuracy failed so performed kin-kal and then passed arm accuracy. Approximately 2mm notch. Notice by surgeon during anterior cut.

Manufacturer narrative:
Reported event: (B)(4): mps (B)(6) reported accuracy issues during surgery. Tka-surgeon reported femur notching. Resolution: call was for accuracy issue during case, arm accuracy failed so performed kin-kal and then passed arm accuracy. Approximately 2mm notch. Noticed by surgeon during anterior cut. Device evaluation and results: per (B)(4)- call was for accuracy issue during case, arm accuracy failed so performed kin-kal and then passed arm accuracy. Product history review: a review of the device history records indicate (B)(4) device was manufactured and accepted into final stock on 04/17/2017. No non-conformances were identified during inspection. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 209999 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4): mps (B)(6) reported accuracy issues during surgery. Tka-surgeon reported femur notching. Resolution: call was for accuracy issue during case, arm accuracy failed so performed kin-kal and then passed arm accuracy approximately 2mm notch notice by surgeon during anterior cut.